Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer stated that there was a speaker malfunction on the device and they are uncertain if the audio is working. There was no report of a patient injury or harm.